Event description:
The customer reported the x-ray dosage is too high. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the dose rate. Sys operates as intended. (B) (4).